Event description:
It was reported that the pt's mother confirmed in the morning that the green led for ac power on the panel was lit up and the electrical power strip with the switch was turned on. At noon, the pt's school teacher noticed that the electrical power stirp was turned off. So, he unplugged the ventilator from the power strip and plugged into a wall ac outlet. Then, the ventilator shut down in a few seconds with audible alarm. The distributor believes that the battery was depleted and shut down just as the school teacher plugged the ventilator into the wall ac outlet. Please note that there was no death or no severe injury involved in the incident.